Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with corneal opacity in the right eye three days post lasik. For the treatment of opacity, the patient was prescribed an antibiotic drop, topical steroid and moisturizing drops. Additional surgical interventions were not performed. Additional information received noted the opacity is improving. There are multiple related reports for this event. This report addresses the patient initials pov's right eye, and additional manufacturer reports will be filed for the other patients.

Event description:
Additional information received reported the clinic used a microkeratome with reusable rings and disposable blades. Prior to the reported events, disposable rings and blades were routinely used. Since discontinuing use of the reusable rings, there have not been any additional cases of corneal opacity. The excimer device was also found to be working as intended and within specifications.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).